Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which determined that the coupling tool side was loose. The saw head had dismounted from the device adhesive surface, the shift ring was too smooth and the running pins had drifted from the swivel head. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a manufacturing process issue. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during a knee joint replacement surgery, it was discovered that the battery oscillator handpiece device fell apart. According to the reporter, shortly before finishing the saw process on the bone, the saw head became loose and fell on the patient. The reporter indicated that due to the contact of non-sterile parts, the patient was thoroughly disinfected and covered again with sterile material. The clinician also changed and decontaminated their clothes. There was a twelve minute delay to the surgical procedure to gather all parts of the device. A spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.